Event description:
The customer reported that the clarivein was introduced percutaneusly into the peripheral vasculatere under imaging guidance, and catheter insertion went smoothly. After connecting the mdu, the doctor started the procedure. The sound of the mdu was fluctuating, and the doctor stopped the procedure and used sono to check the catheter. The catheter was free with no visible problems. The physician continued the procedure, but the sound was still wavering. While withdrawing the catheter he noticed that the fibrovein was leaking out. The physician stopped the procedure and used another clarivein. After pulling out the catheter, the doctor found that it was twisted in several places. There was no patient injury or medical intervention, only and reported prolonged time of procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device. A fluid flush was performed and the fluid was observed to exit under the strain relief at one of the sites of the catheter twisting. Therefore the complaint has been confirmed. The twisting and odd sounds reported may have come from the device being caught momentarily on the patient's anatomy. This has been known to cause similar twisting of the device, and this twisting may cause the device to leak. This is a known hazard of the device and is addressed in the IFU. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.